Manufacturer narrative:
The investigation of access site bleeding, low pump flow, and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Clinical mentions bleeding was from multiple access sites including impella access site. No other additional information related to bleeding was provided. The root cause of the access site bleeding - major was most likely patient condition related as evidenced by the multiple-site bleeding information. As the necessary information was not provided, the root cause of the vt/vf was not determined. No product was returned for analysis. The data logs returned did not cover the entire cp support duration. The pump was explanted on 4/3 and logs were only provided from implant to 3/28. The logs do not show any motor current spikes and clinical did not report any positioning issues. There were suction alarms which resolved and the logs confirmed low flow for matching p-levels. The low flows resolved after pump turned to p7. The root cause of the low pump flow was not determined as no product was returned for analysis and limited clinical information related to failure was provided.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This is one of two medical device reports associated with this event. Refer to initial medical device report for impella rp serial number (B)(6) with date of event 25-feb-2025 and identifier ending in (B)(6). As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations: "assess access site for bleeding and hematoma." Section: entering cardiac output: use of the repositioning sheath and peel-away introducer: "remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site." Section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)."

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was initially implanted with an impella cp followed by right-side support via an impella rp device for mechanical circulatory support (mcs). Prior to the impellas being implanted, the patient was undergoing a transcatheter aortic valve replacement procedure and experienced a dissection of the right coronary artery. The patient rapidly decompensated, ventricular fibrillation arrested requiring at least 20 shocks. The valve was deployed in the descending aorta and covered with a stent. The impella cp device was then implanted via the right femoral artery. A stent was placed in the right coronary artery but no flow. The patient was taken to the unit on impella cp mcs. Later this day, bleeding from all access sites, mouth and nose was noted. One unit of red blood cells was administered. The patient had decreased flows noted and echocardiogram showed right ventricular failure. The patient went into ventricular fibrillation arrest requiring three shocks. The decision was made to place an impella rp device via the right femoral vein, which was successfully completed. The impella cp support was able to be increased without suction. According to the report, the patient remained critically ill, and the following day it was noted the patient was still bleeding for all sites and being transfused. Two days later, the patient had a temporary atrial pacemaker lead placed and five days thereafter the patient's outcome at explant was noted as "expired." No further details surrounding the demise outcome were made available. The cause of death was not provided. There is not enough information to exclude the impella cp device as an associated factor to the outcome (demise) given site bleeding, the period of time with decrease flows, and cardiac arrhythmia requiring cardioversion which may have added, to what appeared to have been, an already complex situation.